Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the manufacturer replaced the back sticker with the wrong sticker, and device required gray sticker. This was an out of box failure. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review was not required because it was not relevant to the out of box failure. The event history log was reviewed. The customer reported issue was confirmed through visual inspection and the probable cause was the label. The label was replaced. The device then passed all testing.